Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat burning upon urination, recurrent urinary tract infections, chronic pelvic pain, and dyspareunia.

Manufacturer narrative:
It was reported that following insertion patient experienced incontinence.

Event description:
It was reported that following insertion patient experienced incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, vaginal itching and burning.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that due to vaginal pain and dyspareunia, patient underwent mesh revision/removal on (B)(6) 2012. (B)(4).